Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was discovered that the o-ring from the previous cartridge had become detached onto the pneumatic tap and was preventing the new cartridge from completely sliding onto the pump. Reportedly, the customer's blood glucose level was 424 mg/dl. Customer administered a correction bolus via manual insulin injections. In addition, the customer removed the o-ring from the pneumatic tap and was able to load a new cartridge successfully.